Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. During troubleshooting, the fse identified that the host pc was defective and temporarily fixed the issue by creating a ghost backup. The system log files were analyzed which did not indicate a malfunction, however as the host pc is responsible for maintaining the logging and it was alleged that the host pc would not boot, this is expected. Later, the fse replaced the host pc with updated license and hard disk to resolve the issue. Following the replacement, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device did not start. No harm was reported to philips. Philips has started an investigation of this complaint.